Manufacturer narrative:
On 7/9/2018, mentor received additional information: replacement devices were filled to 320cc on the left, and 340cc on the right. No complications were noted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/28/2018, mentor became aware that the date of event was reported incorrectly in the initial report dated (B)(6) 2018. The correct date of event is (B)(6) 2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a mentor smooth round moderate plus profile 325cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure through a physical examination. As a result, the patient underwent removal and replacement with similar mentor smooth round moderate plus profile 325cc saline prostheses on 6/18/2018. Lateral capsulotomy was performed on the left breast prior to implantation. When replacement devices were implanted, the left breast was still larger than the right. Medial capsulotomy performed on the left side but this made lateral aspect of left breast somewhat larger. Therefore, both devices were deflated and removed and 2 cm of capsule was excised on the right breast and replacement devices were implanted. Devices were filled to 320cc on the left, and 340cc on the right. No complications were noted. The device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. Evaluation of the device revealed a rent measuring approximately 0.1 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint of deflation was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The device history record (DHR) for the lot number 6541355 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: right mentor smooth round moderate plus profile 325cc saline prosthesis, catalog: 350-2325, serial number: (B)(4), lot: 6541355. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a mentor smooth round moderate plus profile 325cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure through a physical examination. As a result, the patient underwent removal and replacement with a similar mentor smooth round moderate plus profile 325cc saline prosthesis on (B)(6) 2018.